Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in the urinary tract during a stent replacement procedure performed (exact date unknown). Reportedly, the patient's bladder was exenterated, thus, the stent was implanted through a cutaneous route with its proximal end cut and attached to a urine bag. According to the complainant, on (B)(6) 2015, two weeks after the stent was placed, the patient had "slight fever." The stent was removed on the same day and was noted to be calcified. The procedure was completed with another percuflex plus ureteral stent. It not known if there were treatment given for the "slight fever," however it was reported that by replacing the stent, the fever subsided and patient's temperature went back to normal. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual analysis of the device found that the stent was blackened and the pigtail section was calcified. The evaluation concluded that the most probable root cause for this event is related to the anatomical and procedural factors found during the procedure that most likely limited the integrity of the device. It is possible that the stent calcification may have been generated because the device remained in the patient's body for a certain length of time. Therefore, most probable cause is considered operational context. A labeling review was performed no anomaly was found.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in the urinary tract during a stent replacement procedure performed (exact date unknown). Reportedly, the patient's bladder was exenterated, thus, the stent was implanted through a cutaneous route with its proximal end cut and attached to a urine bag. According to the complainant, on (B)(6) 2015, two weeks after the stent was placed, the patient had "slight fever". The stent was removed on the same day and was noted to be calcified. The procedure was completed with another percuflex plus ureteral stent. It not known if there were treatment given for the "slight fever", however it was reported that by replacing the stent, the fever subsided and patient's temperature went back to normal. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."